Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The health care professional reported via phone call that customer was hospitalized for the unknown reason on unknown date with unknown blood glucose value. Customer started it was issue with insulin pump. The insulin pump will not returned for analysis.